Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 547 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated that there was leak form the insulin pump. The customer was assisted with trouble shooting and the insulin pump passed the self test. It is unknown how the moisture damage occurred.